Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, self-test, off no power test, unexpected restarter error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and rewind test. The test transmitter communicated properly to the pump. Pump received with severely scratched display window, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the transmitter connection was bad and the display on the insulin pump was scratched. The customer's blood glucose was not provided. The customer was advised the device needed to be replaced and customer agreed to return it for analysis.